Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, three resolute onyx stents were implanted; one into the lad, one in the 1st ob marg and one in the 2nd ob marg. Approximately 11 days post index procedure, the patient suffered blood in her stool (rectal bleeding). The patient was treated with a blood transfusion of one unit of blood. The patient was on dapt 24 hours prior to the event. The patient recovered. The investigator assessed the event as not related to the index device but possibly related to anti-platelet medication.

Manufacturer narrative:
The index procedure was also prompted by unstable angina. Cec assessed the bleeding event as a gi bleed, barc type 3a. If information is provided in the future, a supplemental report will be issued.